Event description:
A nurse reported the intraocular lens tore and a vitrectomy was required. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. The lens was returned pressed between two posts of the lens case. Both haptics were bent in the gusset and distal area and the lens optic had small split/cracked areas. The optical resolution was acceptable with a focal length reading equaling a 21.0 diopter. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. Then have been no other complaints received for this lot number.